Event description:
It was reported that during a laparoscopic sigmoidectomy procedure the clips were scissored and would not feed into the jaw. A second device was pulled and the same thing occurred. A competitor¿s device was pulled to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the er420 device (b) found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining 16 clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.